Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for evaluation. The device appeared to be clean. No kinks noted to the catheter, no anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. Material separation also noted just proximal to the distal tip. Based on the findings, the investigation is confirmed for the identified material separation issue as the distal tip noted to be separated from the catheter. However, the investigation is inconclusive for the reported abnormal sound issue as no functional testing performed due to the condition of the sample. A definitive root cause for the reported abnormal sound issue and identified material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. (Expiry date: 02/2023).

Event description:
It was reported that during preparation for a recanalization procedure, the recanalization catheter allegedly had an abnormal sound during activated. It was further reported that another device was used to complete the procedure. There was no patient contact.